Manufacturer narrative:
During follow-up, the patient's authorized wife said there were no defects or malfunctions with the hm16 product. She did not have any available units left to check the lot number. The patient was using the hm16 without any problems until he acquired the infection. By the time the patient visited his doctor, the infection had spread to this blood.

Event description:
Intermittent catheter patient's (user) authorized wife said the patient got a urinary tract infection (uti) while using the hm16 catheter that turned into a blood infection and he's currently using a foley catheter. During follow-up, the patient's authorized wife said the patient was prescribed an antibiotic by his doctor and put on a special blood catheter which is larger than regular catheters, fully recovered, and was placed on a foley catheter.